Event description:
High blood sugar level [blood glucose increased] a health care professional reported that a pt (age unk) who was using innovo (insulin delivery device), experienced increased blood glucose levels. 5 days prior to the event (date unk) the pt's blood glucose levels began to increase with no apparent cause. A safety check was performed on the innovo which concluded that the device was working. However, when the device was checked by the pt in 2004, they found it was leaking. The pt switched to another device after which their blood glucose levels returned to their usual range. As no seriousness criterion has been reported, novo nordisk has added "medically significant". Confirmation has been requested from the regulatory authorities.